Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00907. It was reported the patient's scs system's stimulation therapy was no longer effective. X-ray taken revealed one of the patient's scs leads had migrated out of the epidural space. Surgical intervention may be taken as the next course of action.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00907. Follow up identified the patient's scs lead was replaced with a new one. In addition, the patient was seen in the physician's office for follow-up and he reported receiving effective stimulation therapy coverage.